Event description:
Patient needed IV start pre-op for procedure, rn went to place 18 gauge nexvia catheter and the catheter had blood leaking out of white hub at the end and around onto the hand. IV had to be restarted.